Manufacturer narrative:
(B)(4). Pump received with flashing medtronic logo due to moisture damage on the electronic assembly. Unable to perform the displacement test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on clip rail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.